Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). It was not reported whether the dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment was not reported for the event. At the time of this report, the patient had not yet recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2012, gpv received follow up information from the nurse. At the time of this report, dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient was diagnosed with and hospitalized for diarrhea and peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was (B)(6) for (B)(6). Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from the diarrhea and peritonitis with culture (B)(6). Per the nurse, the events were unrelated to dianeal therapy. A batch review was conducted for potentially associated lot number h12b23053 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.